Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI and g4: 510k are unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed the rate accuracy test. No patient injury was reported.

Manufacturer narrative:
D9 date returned to manufacturer: 20-dec-2023. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled, and the lens was scratched. Functional testing found that the device exhibited an average delivery error of 8.488%. The investigation determined that a thick expulsor and faulty parts of the chassis assembly were the cause of the reported issue. The expulsor, valves, gears and cam shaft were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.